Event description:
Device report from synthes reports an event in japan as follows: it was reported on (B)(6) 2022 that this was a posterior thoracolumbar fusion for treating compression fracture .when they tried to detach the screwdriver from a screw, the screwdriver turned together with the screw. In other words, both the screwdriver and the screw turned to the same direction. The registered two screwdrivers have the same issue. The procedure was completed less than 30-minute surgical delay. No further information is available. Concomitant device reported: unknown screws (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) verse poly driver, handle. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary - the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that verse poly driver, handle had no defect found. A dimensional inspection for the verse poly driver, handle was unable to be performed due to device's irregular shape. A functional test was unable to be performed due to the mating device was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the verse poly driver, handle would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review - a review of the receiving inspection (ri) for verse poly driver, handle was conducted identifying that lot number pu122617 was released in one batch; and identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.